Event description:
I'm using the dexcom g6 sensor. After application, within a day, it begins to itch. Of course I can't actually scratch the itch as it's under an adhesive patch. For the next 10 days until the sensor expires, the itch will come and go. Upon removal of the sensor, I'm left with an oval mark where the skin was irritated by the sensor patch adhesive. In mild cases, it's left a rash. In the worst case, the area was red, inflamed and was bleeding.